Manufacturer narrative:
The report was created to capture the complications that were reported in the article and can be found online at: http://dx.doi.org/10.5469/neuroint.2015.10.1.22. The devices involved in the event have not been returned for evaluation and there has been no correspondence regarding the return of the devices. The lot history record review was not possible as the lot numbers were not reported. (B)(4).

Event description:
Citation: medtronic (covidien) received information through literature review of the article: seo j, jeong h, kim s. Adjuvant tirofiban injection through deployed solitaire stent as a rescue technique after failed mechanical thrombectomy in acute stroke. Neurointervention. Feb-2015;10:22-27. The article reports techniques with adjunctive tirofiban injected through temporarily deployed solitaire stent after failure of initial mechanical thrombectomy with the solitaire. 18 patients received adjunctive tirofiban injection during mechanical thrombectomy using solitaire stent. 16 of these patients were treated initially with the solitaire. 2 of the patients were treated with penumbra reperfusion catheter by manual aspiration first and then the solitaire was used. 14 of the patients had successful recanalization after intra-arterial injection of tirofiban and subsequent solitaire thrombectomy after the initial thrombectomy failed. 3 of the 18 patients did not achieve recanalization after the ia-tpa and the solitaire. These 3 patients were treated with angioplasty with a gateway balloon and stenting with a wingspan stent. The complications include 5 patients that had periprocedural complications (petechial hemorrhage, intracranial hemorrhage, and asymptomatic intracranial hemorrhage) and 5 patients had distal migration of emboli. All these patients survived, except for one of the patients that had distal migration of emboli along with wire perforation. This patient expired and the cause was unknown.